Manufacturer narrative:
(B)(4). Attachment: user facility medwatch report mw5062862. (B)(4). Visual inspections were performed on the returned device. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not reveal a lot specific product issue. It should be noted that the supera instructions for use instructs: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported tip detachment was likely user related. The additional therapy/removal of the tip was related to operational context.

Event description:
User facility medwatch report received that states: procedure complicated by supera catheter nose cone shearing off and embolizing into anterior tibial artery pushed back into popliteal artery with 3mm balloon, snared and removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A supera was successfully deployed without issue; however, during removal of the delivery system, the tip separated. A snare device was used to remove the tip. The system was not locked during the removal of the device. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects.